Event description:
Received report of bleeding noted from thermistor of a themodilution catheter. A patient had a thermodilution catheter placed for monitoring during a surgical procedure. Immediately after the line was placed, saline and then a small amount of blood was noted coming from the cardiac output cable housing. No blood loss reported. The catheter was removed and replaced. No patient harm reported.